Event description:
It was reported that during testing, it was seen that 11 of the 12 electrode channels have hi impedance. Previous findings had revealed hi status on channels 1, 3 and 4. The pt has never been a good or consistent responder.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.